Manufacturer narrative:
Additional narrative: (B)(6). The actual device was returned for evaluation with an unspecified malfunction. Reliability engineering evaluated the device and observed that the device trigger was jammed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was reported that the small battery drive device had an unspecified malfunction. During in-house engineering evaluation, it was observed that the trigger was jammed. There were no delays in the surgical procedure as a device was available for use. There was no patient involvement. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly